Event description:
It was reported that post ventricular lead procedure, as the patient was being transferred to postoperative gurney he rolled over on his side; it was noted that the atrial lead exhibited loss of capture. A fluoroscopy showed the atrial lead had dislodged. The pocked was reopened and the lead was explanted and replaced.

Manufacturer narrative:
.